Event description:
Complainant alleged that during biomed testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the internal paddles and they performed to specification. The internal paddles were put through extensive testing including resistance testing using a multimeter without duplicating the report. The paddles were returned to the customer. Analysis of reports of this type has not identified an increase in trend.